Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the impression coping would not engage or tighten on the implant (tsvtb13), due to the implant's damaged threads.

Manufacturer narrative:
No product was returned for inspection. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer . G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.